Manufacturer narrative:
Ddmb1d1 defid implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.